Event description:
A report was received that the patient experienced excruciating pain during the trial procedure and had to be admitted to the hospital. The patient's trial ended early as the trial leads were removed. The patient had an infection at the lead incision site and was treated antibiotics. The patient was released from the hospital and was reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.